Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. This MFR report is the same patient reported under the 1st MFR. Report:1221359-2021-01481. Reference MFR reports: 1221359-2021-01481, 1221359-2021-01482.

Event description:
The customer reported three (3) false positive results with the idnow covid-19 assay for two (2) patients on different dates. This MFR. Report addresses patient one (1) and is two (2) of three (3). The customer reported two (2) false positive results on direct nasopharyngeal kitted swabs for the patient during testing with the idnow covid-19 assay on (B)(6) 2021 (reference MFR. Report: 1221359-2021-01481) and (B)(6) 2021. Repeat testing was performed; however, results were not provided. Rt-pcr confirmation testing performed on (B)(6) 2021 using the solaris multiplex sars-cov-2 assay on nasal/throat swabs generated negative results. Per the physician, per solaris the test was cut off and considered to be negative at CT value=33. It was noted there was 23 hours and 05 minutes between specimen collection and test completion per the customer the patient was not symptomatic and no patient harm or delay to treatment occurred. The patient was placed in quarantine per the local health departments instructions with no consideration for a follow-up rt-pct test. Subsequently, the patient's family was unable to visit with her. The impact to treatment is unknown.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m146100 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m146100, test base part number 190-430 / lot m146100. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m146100 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. Reference MFR reports: 1221359-2021-01481, 1221359-2021-01482.